Event description:
During a procedure to remove a liss plate in order to implant a total knee, the tip of the screwdriver twisted. Surgeon was unable to remove the plate and screws and total knee could not be placed.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.